Manufacturer narrative:
A visual examination of the returned device found that the clevis arms were bent. Additionally, the distal end of the jaws were bent and one jaw separated from the eyelet. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint: jaws were bent and will not close. The jaws failed to close due to the distal end of the device being completely bent. The most probable root cause is operational context due anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The patient ID and age are unknown. However, the patient was (B)(6). (B)(4), (won't close). (B)(4) relates to (B)(4) for the reported event of jaws won' t close. (B)(4) relates to (B)(4) for the reported event of jaws bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, two biopsy specimens were successfully retrieved from the patient's colon. However, prior to performing the third biopsy, the device was re-inspected and the jaws were found to be bent. Additionally, the jaws were open and could not be closed. The procedure was completed with another radial jaw 4 biopsy forceps device. The account reported that the device was inspected/tested prior to use; no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, two biopsy specimens were successfully retrieved from the patient's colon. However, prior to performing the third biopsy, the device was re-inspected and the jaws were found to be bent. Additionally, the jaws were open and could not be closed. The procedure was completed with another radial jaw 4 biopsy forceps device. The account reported that the device was inspected/tested prior to use; no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.